Manufacturer narrative:
Previously reported - the manufacturer received information alleging a serval alarms, obstruction of filter, lock screen, screen goes blank, cant not reset. There was no harm or injury reported. The device will be returned for evaluation. No further information at this time.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a serval alarms, obstruction of filter, lock screen, screen goes blank, cant not reset. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.